Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, concentric, de novo lesion in the proximal left anterior descending. Reportedly, during pre-dilatation, the 2.0 x 15mm mini trek was advanced; however, during second inflation at 10 atmospheres for 15 seconds the balloon ruptured. There was no resistance during advancement or removal of the balloon catheter. Due to the heavily calcification a rotablator was used. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and the reported balloon rupture was not confirmed; however, the inner member was damaged causing a leak confirming the inflation difficulty. The reported difficulty was likely related to the case circumstances. Based on visual and scanning electron microscopy analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.